Manufacturer narrative:
Visual inspection, product history review, complaint history review, nc/CAPA history review, labelling review, risk assessment the reported issue was confirmed upon visual inspection. The device surgical technique warns against excessively bending the flexible screwdriver back and forth; bending the shaft to the full limit repeatedly may result in fracture. There is a picture in the surgical technique indicating the bending limits of the flexible screwdriver (do not bend past approximately 35 degrees). It was reported that the insertion angle was difficult and the screwdriver was excessively bended back and forth. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. This device was manufactured approximately 5 years ago. The plausible root cause of the reported event is bending the screwdriver past its limitation due to difficult insertion angle and normal wear and tear of the instrument.

Event description:
It was reported that the flexible driver bent during screw insertion. The device is still intact there were no broken fragments. Upon inspection of the returned device, the flexible shaft was found to be fractured. No adverse consequences to the patient was reported. This complaint will be reported as device malfunction.

Event description:
It was reported that the flexible driver bent during screw insertion. The device is still intact there were no broken fragments. Upon inspection of the returned device, the flexible shaft was found to be fractured. No adverse consequences to the patient was reported. This complaint will be reported as device malfunction.